Event description:
Patient presented back to the physician with an infection at the chest incision site and recurrent wound dehiscence. Physician brought the patient into the or and removed the entire inspire system. Physician referred the patient to an infectious disease specialist for further management following the procedure.

Event description:
Patient presented to the physician with wound dehiscence at the chest incision site. Due to potential infection, the physician brought the patient into the or three days later, irrigated the pocket with antibiotic solution, placed the ipg in a tyrc pouch, re-sutured, and closed the incision. Physician prescribed a three-week course of antibiotics after the procedure was completed.